Event description:
It was reported by the customer that the cs300 intra aortic balloon pump(iabp) had malfunction. Error 43 displayed on screen. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.